Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in chile that during anterior cruciate ligament (acl) procedure, it was observed that the rigidloop adjustable cortical implant, standard broke at the time of ascending the graft. A replacement device was used to complete procedure. No surgical delay or patient consequence reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during an acl procedure, a rigidloop adjustable cortical implant, standard broke at the time of ascending the graft. The device was received and evaluated. Visual inspection revealed that the white suture was broken. Also, it was frayed on the distal part. This complaint is confirmed. The photo provided by the customer showed the same issue found. The possible root cause that an excessive force or tension may have caused the reported condition. One other possible root cause, due to contact with a sharp instrument(clamp) during the procedure which damaged the suture resulting in it breaking. The fraying found on the returned suture could be an indication of this. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l43127, and no non-conformances were identified.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.